Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 5140971

Event description:
It was reported that patient leads had migrated and patient was not able to get enough pain relief. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted leads were not returned.